Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. The device has reached elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis confirmed the battery is depleting normally. Additionally, this device exhibited low out of range pace impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. The device has reached elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis confirmed the battery is depleting normally. Additionally, this device exhibited low out of range pace impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. This device remains in service. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.